Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted. According to the complainant, during the procedure, the physician had some problems with the obtryx device. The needles were ¿different and less well¿ (relative to another manufacturer¿s device), and the physician had two patients who had urethral breach. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted. According to the complainant, during the procedure, the physician had some problems with the obtryx device. The needles were ¿different and less well¿ (relative to another manufacturer¿s device), and the physician had two patients who had urethral breach. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.